Event description:
Customer reports of having difficulties with bolus and priming process. Customer also reports of having high blood glucose. Customer's blood glucose at the time of incident was 332 mg/dl. Customer's blood glucose at the time of call was 444 mg/dl. Customer states he was not able to rewind. Customer also states when attempting a bolus delivery, insulin pump splits bolus in half. Customer states he had training in two months. During troubleshooting, customer was advised on proper priming and rewinding as improper setting were used by customer. Customer was also advised that bolus had been split due to him choosing dual square wave bolus instead of normal bolus. Customer was also instructed on appropriate time to do a set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.